Event description:
It was reported that connection port with versajet handle is unabe to turn. There was no patient involved.

Manufacturer narrative:
We have now completed our investigation into this complaint. A visual inspection was performed on the exterior of product and no problems were found. The reported complaint was confirmed as upon evaluation the test pump cartridge had difficultly turning and locking into user interface (u.I.) Assembly. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The interlocking issue is currently being investigated further by the smith and nephew engineering teams with the ultimate aim of reducing complaints of this nature. Following the evaluation, the device was sent to the service and repair area to determine the full repair status of the device.